Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly. The customer¿s blood glucose level was 250 mg/dl. The customer reported that they unable to press the act button was not reacting and they had to press it several times before it reacted. It was reported that they had no delivery alarm and also performed displacement test and was passed. The insulin pump will be returned for analysis.